Event description:
Consumer reported complaint for high and erratic blood glucose test results.the customer called concerned with test results from results obtained of 295, 303, 175 and 158 mg/dl. The customer stated her expected blood glucose test result ranges are 150 mg/dl am fasting and below 130 mg/dl pm fasting.the customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results.during the call, a back-to-back blood test was not performed by the customer.per customer, the product is not stored according to specification (kitchen).the test strip lot manufacturer¿s expiration date is 07/15/2027 and the open vial date was not provided.the customer did not have another vial of test strips that had been stored and handled correctly.the meter memory was reviewed for previous test result history (customer did confirm that the results from the meter were taken one right after the other):result 1: 84 mg/dl date: 7/1/2026 time: 6:30 pm fasting result 2: 295 mg/dl date: 7/1/2026 time: am fasting result 3: 303 mg/dl date: 7/1/2026 time: am fasting result 4: 175 mg/dl date: 6/30/2026 time: pm 2 hrs. Fasting result 5: 158 mg/dl date: 6/30/2026 time: pm 2 hrs. Fasting.

Manufacturer narrative:
Internal report reference number: (B)(4).meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.most likely underlying root cause: mlc-020: user's test strip had poor storage.note:manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.